Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it has been discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tibial impactor pad broke intra-operatively during impaction of a tibial implant. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information hsa been provided.